Event description:
Boston scientific received information that this pacemaker had premature battery depletion (pbd). Boston scientific company representative reported that this device did not last three months between elective replacement time (ert) and end of life (eol). However, there was no loss of pacemaker function. The clinic stated that on the previous device check, the device still had a year and six months remaining. But subsequently, during the latest device check, the device was found out to be on eol. The device was explanted and is no longer in service. No additional adverse patient effects noted.

Manufacturer narrative:
The product will not be returned for analysis. Per field representative's claim, the implanting facility had not retained the explanted device and therefore the field representative cannot return the device for analysis. This report will be updated upon return and completion of analysis.